Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that sometimes when her husband was driving the wheelchair on the sidewalk of the house it lunged forward at a high speed.